Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the referenced meter. Results are as follows:" date: (B)(6) 2014, inratio: 1.4, 1.5, poc meter: 2.0. Date: (B)(6) 2014, inratio: 2.2, poc meter: 2.7. Time between the two inratio results on (B)(6) 2014 unknown. The time between the second inratio result and poc result was an hour. Time between results on (B)(6) 2014 was one hour. Therapeutic range: 2-3. Multiple fingersticks were performed on the same finger. Patient self tester's coumadin dosage was increased on (B)(6) 2014 based on the inratio result of 1.5. Manufacturer report #: 2027969-2014-00493.